Event description:
Device will not penetrate skin. Multiple devices are being used. This problem has been occurring throughout the facility, and has just brought to my attention when we were looking for an alternate product. We may have some defective (used) devices for the manufacturer to review.what was the original intended procedure?finger lancing for our diabetic patients.